Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was experiencing pain at the incision site. The patient described the pain as feeling "like when you have the flu and have had a penicillin shot quadruple times a thousand." The patient reported that the pain was on the whole right side and was bad enough that the patient cried on the table after the evaluation. A later call from the consumer indicated that the patient was "not completely voiding and its not happening every time and this also happened before procedure." A third call from the consumer indicated that the patient was experiencing improvement because the patient was not going as frequently. The caller also wanted to make sure that the patient would not be uncomfortable like after the evaluation when the patient got the full implant. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.